Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device would not pump. Cylinders and pump were removed and tested. After test, it was found that right cylinder had a pin hole in it and causing device to leak and not inflate. No adverse patient effects.